Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin in the cartridge and was not properly removing residual air. The customer was educated on the proper load techniques. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer adjusted the pump position, checked the tubing, and resumed insulin to resolve the issue.